Manufacturer narrative:
Failure analysis revealed that minor scratched lcd window, cracked case near the display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had been damaged; the outer lip of the reservoir compartment, where a piece of the insulin pump casing is, had broken off in a complete circle. The customer stated that the piece was still on the connector cap of the infusion set. The customer stated that while they were on a boat; they noticed that the bandage site looked twisted, but it was intact. The customer experienced high blood glucose level of 400 mg/dl and 460 mg/dl. The customer decided to change the infusion set and the reservoir and noticed that the cannula was bent underneath the bandage. The customer stated that they had treated for the high blood glucose, with the insulin pump and were feeling fine. They were still using the insulin pump that had the reported damage. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.